Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. The cartridge displayed no visible damage or defect. There is no investigation necessary. Cartridges with lot #b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that the cartridge leaked near the plunger; the luer lock end of the cartridge was dry. He reported that he noticed that the cartridge compartment was wet and smelled of insulin. The pt stated that he cycled the cartridge before filling it and the cartridge was not expired. He noted that when he noticed the issue, his blood glucose was 278mg/dl with trace ketones and no symptoms of hyperglycemia.